Manufacturer narrative:
H6: removed medical device problem code 1667. Added code 4012. All available information was investigated, and the reported physical resistance of the arm positioner and noise were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported physical resistance of the arm positioner and noise. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported during preparation of a triclip xtw clip delivery system (cds), while stablishing final arm angel, while turning the arm positioner into an open direction, a clicking noise and resistance was noticed. Therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of a triclip xtw clip delivery system (cds), while stablishing final arm angel, while turning the arm positioner into an open direction, a clicking noise and resistance was noticed. Therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure.